Event description:
The customer alleged that the ventilator would not cycle and there were no audible or visual alarms indicating a malfunction. The hosp's biomedical technician could not duplicate the event. It is not verified that the device/component did not function to specification, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device/component caused or contributed the event alleged in this report.